Manufacturer narrative:
Medsun # (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the customer refused to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
We received a copy of the customer's medsun report (B)(4) which states, "heparin bolus was administered. Almost three hours the rn was called into the room to the pump beeping. Heparin bag as found empty. All the tubing and the programming was correct. The stored history on the ivac read the correct rate. Upon investigation of the unit it was noticed that a screw designed to attach the top of the inner door to the unit was missing. This resulted in an insufficient seal of the tubing as it passed through the machine. Corrective maintenance was performed on the unit, and the unit was returned to service." We received a copy of customer's medsun report (B)(4) which states "patient's rn administered heparin bolus and maintenance appropriately. Approximately 2hrs later, the rn was called into the pt room for ivac beeping. Heparin bag was found empty. All tubing and programming is correct, the ivac history read the appropriate bolus and rates. However, ivac stated it still needed to infuse 142ml despite bag being empty. The platen assembly hinge was broken causing a loose fit when tubing inserted and door latch closed. This prevented the tubing from being properly compressed to stop drug flow. The peristaltic pumping mechanism malfunctioned allowing an unrestricted flow (free-flow) of heparin to the patient." The customer also reported that the heparin 25,000units/250ml bag was programmed to infuse at 9ml/hour and when the user noticed the empty IV bag the device read 57.8ml infused. The pump module has been repaired by the customer and the customer does not want to have carefusion investigate the device and/or event logs. There were additional lab blood draws performed and protamine 30mg was administered due to the event. The customer reported no harm to the patient.

Manufacturer narrative:
The customer's report of an over infusion was not confirmed since no device or event logs were returned, but the customer supplied a photo showing a broken upper platen post. The proximate cause of the customer¿s report of an over infusion of heparin is suspected to be due to a broken platen upper hinge. No device was returned for investigation